Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was not returned. Therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years, since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time, because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic surgery using the subject device, it was found that the endoscopic image became so dark that the procedure could not be performed when the 10 mm rigid endoscope was replaced with a 5 mm rigid endoscope. Then, when the user operated the touch panel of the subject device, the reported issue was resolved, so the user continued and completed the intended procedure using the subject device.there was no report of patient injury associated with this event.